Event description:
Caller reported potential false positive troponin I (tni) results on triage cardiac panel test. Customer ran samples from two different ed pts. The initial run gave higher results than the repeat. The caller said that the myo results were also elevated but no values were provided. The clinical findings do not equal results from the testing. The caller indicated that the temperature in the testing area of the ed where the meters are located has been very hot (customer has to open the door sometimes to cool it down).

Manufacturer narrative:
No pt sample returned by customer. None of the results provided by the customer were above the clinical cutoff of 0.40ng/ml that represents a positive result. Product support previously conducted testing on cardiac w48710 for another complaint. Product support conducted testing with calibrator z (negative control) and calibrator h (positive control) on cardiac w48710. Observations are for tni recovery. Cal h: one data point with cal h was below the mfg 2sd range (n=10). Percent recovery was 77%. Within mfg specs. Cal z: all data points with cal z were below the mfg 2sd range. No false positives were observed with cal z. No error codes or device issues were observed. Customers high myo could be caused by high lab temperatures and myo recover is known to be elevated in these conditions. No product deficiency was established; no corrective action required at this time.